Event description:
It was reported that the patient was not using stimulation as it was only being felt on the right side and was affecting balance. High impedances were noted on the paddle lead during reprogramming. The patient underwent an explant procedure and the explanted lead was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past year from date the manufacturer became aware of the event.